Event description:
During an atfl (anterior talofibular ligament) repair using the twinfx ti 4.0 w/o sutr it was reported that the device broke in the patient. The doctor could not retrieve, part of it is still in the patient. There was an unspecified surgical delay. A backup device was available.

Manufacturer narrative:
Device malfunction: the proximal eyelet portion of the twinfx ti 4.0 w/o sutr was received for investigation. Under 10x magnification it was observed that the device had experienced a torsional failure from excessive force. It is possible that harder than expected bone may have been encountered. Based on the apparent torsional overload, no root cause related to the manufacturer of the device can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. The instruction for use states: ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation. Predrilling with the appropriate drill is the preferred method of site preparation. Hard bone conditions require preparing the insertion site to reduce the potential of torsional overload. Predrilling extracts the core diameter of the suture anchor and creates a countersink broach for insertion of the device tip. Predrilling with the appropriate drill is the preferred method of site preparation.¿ (B)(4).